Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump. Subsequently, a temperature alarm occurred. The customer reported the pump was in 70 degree (fahrenheit) temperature. The pump shut off unexpectedly following the alarm and was unresponsive after connection to a power source. The customer's blood glucose level was 246 mg/dl. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the unexpected shutdown could not be verified; however, the temperature alarm issue was verified.